Event description:
It was reported that a nkv 550 ventilator touchscreen "froze up" on the user. The device was connected to a patient and delivering breaths. The user went to change a ventilator setting and the touchscreen was nonresponsive. The user stated none of the quick access keys on the bottom of the screen would operate. The ventilator continued to ventilate the patient. The patient's vital signs never changed throughout the process of changing ventilator. No adverse effect to the patient. After power cycling the device off and on, everything seemed to be operating normally.